Manufacturer narrative:
Device return: two (2) used d1000 tego connectors were returned. The two returned connectors were both pressure leak tested per the applicable product specification. The results recorded one unit did not pass and one unit did pass/meet the specifications. Additional engineering analysis was conducted. The two tego connectors were disassembled and evaluated. The top of the one piece seal shoulder; the body post that interfaces with the one piece seal was deformed into an oval shape. These conditions are most likely the source and cause of the leakage. The second unit had evidence of blood and the body post in the area where the one piece seal interfaces with the post. Testing and analysis of the two returned tego connectors replicated the reported leakage issue with one of the two returned tego connectors. The root cause was attributable to the manufacturing assembly error to be a very isolated occurrence. Comprehensive, detailed training and re-training sessions were conducted with all involved assembly operators and inspectors to emphasize the importance of thoroughly following procedural instructions. Although we have not yet identified a specific cause other than human error/oversight the manufacturer's monitoring of this issue will remain on-going. This report and the associated information are being provided to the distributor and reporting facility for their review and records.

Event description:
(B)(4) complaint received concerning unspecified leakage issues with use of d1000 tego connectors. It was reported that "...two tego connectors were discovered to be leaking once connected. No dialysis taken place, the tego was changed before dialysis. Additional event/device information although requested was not provided.